Event description:
It was reported that an asymptomatic patient presented for a post-op check. It was noted that the pacemaker exhibited a diagnostics anomaly that showed loss of atrial capture, loss of sensing and high impedance. The device was explanted and replaced successfully. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.